Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the physician stated that the cause of events are unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the exact cause of the unknown endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. Review of CT¿s from 7+ years post-implant revealed that a talent aaa stent graft system had been implanted in the patient. The bifurcate was positioned ~10 mm below the lowest left renal artery. The bifurcate proximal od measured ~31 mm, and there was ~3 cm of remaining proximal seal length. The aortic body was essentially straight; however, the bifurcate/infrarenal neck was acutely angulated ~50 deg a-p at the flow divider relative to the iliac limbs. Contrast was seen outside the posterior side of the stent graft (nearest to the ipsi limb) beginning at the mid-aortic body and extending ~2 cm below the level of the flow divider. There appeared to be a good proximal and distal seal, and adequate contra limb overlap within the gate; however, the exact endoleak source/cause could not be determined. Although a proximal type I endoleak could not be ruled out, it appears most likely that this was a type iii fabric endoleak possibly coming from the ipsi limb near the flow divider. It is possible that the stent graft angulation observed at the flow divider may have contributed to fabric abrasion from a limb stent. Angio images during or after implanting the endurant cuff <(><<)>(><(>&<)><(><<)>)> limbs, as well during implant of the aui which eventually resolved the endoleak, were not available for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the CT scan revealed that there was an unknown endoleak present. There was loss of seal of the talent stent graft proximally causing a proximal type I endoleak. Seventeen days later the physician implanted an endurant aortic cuff and three endurant iliac limbs bilaterally. There was still small unknown endoleak. The physician decided to wait and monitor the patient. Three days later the CT revealed that the endoleak was not resolved. The physician stated that they were not sure if this was a proximal type I endoleak or if there was a type iii fabric, endoleak at the bifurcation of the talent stent graft. The physician implanted an endurant aui stent graft, extension limb, a plug on the contralateral side, and perform a fem-fem bypass. Once endurant aui stent graft and endurant extension limb were implanted the endoleak was resolved. The physician stated that the cause of the migration was related to the patient's anatomy of iliac limb dilatation. No additional clinical sequelae were reported and the patient is fine.